Event description:
When the surgeon began cauterizing an open incision. The circulator nurse immediately noticed smoke coming from the grounding pad. First to second degree burns reported on the left shin at the cord and pad interface.